Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the filter subsequently malfunctioned and caused injury and/or damage to the patient, including, but not limited to: filter is tilted, embedded and several filter struts have perforated the vena cava wall. The patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The briefing mentioned a perforation. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the filter subsequently malfunctioned and caused injury and/or damage to the patient, including, but not limited to: filter is tilted, embedded and several filter struts have perforated the vena cava wall. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and/or damage to the patient, including, but not limited to, tilt, embedded and several filter struts have perforated the vena cava wall. The patient is also reported to have experienced anxiety over concern for the device. The patient became aware of these events approximately eleven years and nine months post implantation. The indication for the filter implant was deep vein thrombosis (dvt). The filter was placed via the right common femoral vein and deployed below the level of the renal veins. A spot file revealed satisfactory position of the filter for the purposes intended. An angiogram of the left lower extremity, performed during the implant procedure, noted that the popliteal artery is now patent, flow within the anterior tibial and posterior tibial arteries is demonstrated at the ankle. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, embedded and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the filter subsequently malfunctioned and caused injury and/or damage to the patient, including, but not limited to: filter is tilted, embedded and several filter struts have perforated the vena cava wall. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, the trapease filter was delivered into the inferior vena cava below the level of the renal veins. A spot film was reported to reveal satisfactory position of the filter. According to the information received in the patient profile from (ppf), the patient became aware of these events approximately eleven years and nine months post implantation. The patient also reports suffering anxiety due to concern the inferior vena cava filter may break free or break into pieces causing additional injuries.

Manufacturer narrative:
Upon review, the following section has been corrected: product code.